Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reports the patient did notify their managing physician on (B)(6) 2016. The circumstances that led to the lack of symptom relief, lack of stimulation and itching sensation was the patient was rob and the ¿handle was taken. Since the patient didn¿t have it she could not control her bowels. Steps taken to resolve the lack of symptom relief, lack of stimulation and itching sensation was the patient received the manufacturer ¿handle¿ and they set the patient machine for her. Now it controls the patient¿s bowels so she can use the bathroom instead of on herself.

Event description:
Information was received from a patient who was implanted with a neurostimulator reported that they experienced a loss or change of therapy. Patient can't hold bowels and also urinary was affected. The patient does not feel stimulation. Patient does not have pp (patient programmer) and can't check or adjust therapy. There were falls reported that could be related to this issue. Symptoms reported were return of symptoms and itching. Patient said that itching could be the result of her return of symptoms. Location of symptoms reported was vagina. This was a sudden change in therapy/symptoms. Event date for can't hold bowels was (B)(6) 2016 and not feeling stimulation was on (B)(6) 2016 and itching was on (B)(6) 2016.

Event description:
A call from the patient indicated that the patient was having to hurry to get the to bathroom or she would lose her bowel. The patient reported having more leakage and even after having a bowel movement the patient would have to keep wiping due to continued leakage. According to the patient she had a nerve block a month ago, but her symptoms started "a couple months ago." The patient was currently set on program 1 at 2.7 and was told that she may need to adjust stimulation, but this should be discussed with her healthcare provider (hcp). The patient reported having a fall, but could not remember when she fell. A later call from the patient reported that increasing stimulation did help initially with her symptoms, but then symptoms returned. The patient was now wondering if she should increase stimulation more. The patient was advised that stimulation can be increased if the patient wishes, but the patient should follow-up with her hcp. The patient stated that she has an appointment with her hcp in (B)(6). Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. The patient confirmed that when they mentioned having bowel issues and seeing the doctor and bowel issues continuing, they were referring to the previously reported event. Patient reviewed they kept using the bathroom on themselves all the time and got bowels all over themselves. Patient mentioned they got their setting onto 3.2. Programming options were reviewed and it was noted the patient could call back after changing batteries in their patient programmer for review of use. It was also noted the patient could contact their healthcare provider regarding the continuation of symptoms.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who is at 3.9v on program 2; they can't feel stimulation and their "bowels aren't holding." The patient had access to their patient programmer (pp) at the time of the call and synced to their ins; stimulation was on. They have the ability to change programs and/or adjust stimulation so it was increased to 4.3v; the patient felt stimulation. The patient was redirected to their healthcare provider (hcp) if the problem does not resolve. It can be noted the issue has been occurring for about a week. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.